Event description:
It is reported that a non-union of a distal tibia fracture with a femoral graft harvesting was identified. The initial procedure was approximately seven months ago, exact date unknown. The reaming irrigation aspirator (ria) system was being used and the instrument tip of the drive shaft was sheared off when removed from the femur. Imaging of the patients¿ femur confirmed no product was in the patient. The tip was later identified as being in the reamer head. It was also noted that the reamer head had a broken tine believed to be lost of the floor since it confirmed to not be inside the patient. The original hardware was intact, but a 3.5mm cortex screw was backing out and was removed. The surgery was completed successfully with no reported delay. The patient status/outcome was reported as fine. This report is for one 2.7mm unknown screw. This is report 4 of 5 for (B)(4).

Manufacturer narrative:
Weight is approximate. This report is for one 2.7mm unknown screw/unknown lot. Implant date: approximately 7 months ago. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.